Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted centrally on anterior-2/postioerir-2 (a2/p2). After deployment, when the steerable guide catheter (sgc) was removed from the right atrium it was visualized that a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. The sgc was attempted to be removed from the stabilizer to allow for easier handling when it was not possible. Troubleshooting was preformed and after significant force and application of saline solution and two clamps it was possible to remove the sgc from the stabilizer. A second mitraclip was advanced within the patient to stabilize the slda clip and further reduce the mr. There was challenges grasping the anterior leaflet, upon successful placement it was visualized that the clip opened during the lock testing to approximately 45 degrees. Troubleshooting was performed unsuccessfully. The clip was removed from the patient and a replacement mitraclip was advanced. Upon advancement into the left atrium, it was visualized that the anterior gripper would not descend. Troubleshooting was preformed successfully and the clip was implanted. The procedure was discontinued, the final mr was reduced to grade <1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.